Event description:
Caller reported experiencing a cartridge alarm issue with their pump, which displayed a high blood glucose reading without specifying the exact value. Despite this, there was no adverse impact to the customer's blood glucose level, as they managed it with a correction injection via multiple daily injections (mdi). Technical support resolved to replace the pump, as it had experienced similar cartridge alarms in the past. Although the pump was not covered under warranty, the caller expressed interest in obtaining an out-of-warranty loaner pump.